Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified: opening linear on anterior, red particles in the gel and the shell and weight to the spec. A visual and microscopic analysis was performed which identified: creases fold, wear abrasion and sharp opening on anterior assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is:a sharp opening on anterior assessed as a surgical impact opening. The event of "infection (unknown onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure.

Event description:
Healthcare professional reported left side "voluntary recall, swelling," and a "ongoing infection.¿ healthcare professional additionally reported a left side rupture upon explant surgery. Device has been explanted.

Event description:
Healthcare professional reported left side "voluntary recall, swelling," and a "ongoing infection.¿ healthcare professional additionally reported a left side rupture upon explant surgery. Device has been explanted.

Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that the device was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run was not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of (B)(6) 2018 through (B)(6) 2020, was noted one outlier in (B)(6) 2019. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that one primary packaging operator was involved in more than one occasion, however the person was trained in the corresponding procedure. Also, calibrations, maintenance and validations of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. Reason for reoperation: infection (late onset).